Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed. During 80% deployment, the valve dislodged above the annulus. The valve was recaptured, and another deployment attempt was made using pacing. The valve was positioned at an adequate implant depth. Upon release, the valve dislodged into the left ventricular outflow tract (lvot). Paravalvular leak (pvl) was identified and hypotension occurred. A post-implant bav was performed with a 25 mm non-medtronic balloon (true). An 8 x 6 mm balloon was inserted through the upper outflow crowns of the implanted valve. The balloon was inflated inside the outflow diamonds in order to hold the valve in place as a second valve was inserted and advanced into position. The second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: cine clips provided with the complaint were reviewed and showed the following based on the reviewer¿s discretion: (1) the valve was deployed to 100% and it was deep. The angiogram confirmed the severe paravalvular leak (pvl). (2) a post-implant balloon aortic valvuloplasty (bav) was performed. (3) a second valve system was deployed in the first valve. (4) the second valve was deployed to 100% in a shallower position inside the first valve. The angiogram confirmed the moderate pvl. (5) a post-implant bav was performed after the second valve was deployed inside the first valve. The cine review concluded that the first valve was deployed to a deep position and severe pvl was confirmed. A post-implant bav was performed after the first valve was implanted. The implant of a second valve inside the first valve was confirmed and it was implanted in a shallower position. Another post-implant bav was performed due to the pvl seen on the angiogram. The imaging provided could not confirm the reported valve dislodgements and the valve recaptures. Valve dislodgement events are typically not related to a device malfunction but may be influenced by potential factors such as, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. Based on the cine review, the root cause for the valve dislodgement could not be confirmed or determined. It was also reported that hypotension and moderate paravalvular leak (pvl) occurred after the valve was deployed. Hypotension is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. The cause of the hypotension could not be determined from the available information. In the evolut pro+ system instructions for use (IFU), hypotension is listed as a potential adverse event associated with the implantation of the device. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Based on the cine review, the valve was implanted deep, so the suboptimal position likely contributed to the pvl. The actual implant depth was not provided but the target implant depth for the transcatheter valve is 3 ¿ 5 mm. The device history records for the valve were reviewed. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that moderate paravalvular leak (pvl) was present upon the first valve deployment. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.